Event description:
In 2008, boston scientific corporation was informed that during a colonoscopy, after performing a polypectomy, the physician noted a "large cutting area". As a precaution, the physician decided to place a resolution clip device clip. The clip was placed and deployed. When the physician attempted to release the clip from the system, the clip did not come loose from the catheter. The clip had to be removed forcefully. A different device was used to complete the procedure without any patient complications.

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the manufacture and expiration dates can not be determined.